Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; bg value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer consumed carbohydrates to initially treat the low bg. The customer was subsequently hospitalized where healthcare providers administered fluids to address bg; customer declined to receive a glucose infusion. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on the (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.